Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on january 22, 2025, with lot number 3198328. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as surgical damage. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii/IV. This record is for right side. The device was explanted.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii/IV. This record is for right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii/IV.